Manufacturer narrative:
"Diasorin molecular received a complaint on (B)(6) 2022 on the simplexa covid-19 direct assay mol4150 lot# 14037n for a suspected false negative on one (1) known positive patient sample that was negative 1 out of 3 times on the simplexa assay, but positive on the cobas 8800 competitor assay. Run analysis of the simplexa results are as follows: 8/8: sample ID (B)(6) = s gene (24.4), orf1ab (31.2). 8/9: sample ID (B)(6) = not detected for either target. Mol4160 pc lot 14835n was detected (s gene = 26.6, orf1ab = 27.1) without issues. 8/10: sample ID (B)(6)= s gene (20.3), orf1ab (23.2). The customer stated the patient sample was a known positive that was coming up negative on 1 out of 3 runs on the simplexa assay vs positve on the cobas 8800 (orf1ab 20.31, e gene 20.58). It is noted that the cobas 8800 utilizes extraction of the sample while the simplexa assay is direct. It is not known if the patient was symptomatic. It is not known how the samples were stored or setup between repeat runs. Follow up questions were sent to the subsidiary on 9/26/22 to follow up with the end user. Batch record review showed the critical component, reaction mix mol4151 lot# 14037n, met all qc release criteria prior to kit release. Mol4151 lot# 14037n was tested using positive controls and no-template controls (ntc). Positive controls were tested in quadruplicate and resulted in zero (0) occurrences of false negatives in any of the covid-19 targets. All positive controls were detected at an average CT = 27.0 (s gene), 27.3 (orf1ab), and the internal control avg CT = 31.9. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 9/23/22 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 27.4, 26.3 / orf1ab = 27.6, 27.0) . No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. As stated in the instructions for use, ifuk.en.mol4150, ""negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information"" and per the limitations section, item 5 ""false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."""

Event description:
Diasorin molecular received a complaint on (B)(6) 2022 on the simplexa covid-19 direct assay mol4150 lot# 14345n for a suspected false negative on one (1) known positive patient sample that was negative 1 out of 3 times on the simplexa assay, but positive on the cobas 8800 competitor assay. The customer confirmed the suspected false negative results were not reported to the diagnosing physician or clinician. No alleged harm occurred.